Event description:
Healthcare professional reported right side seroma-late. Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported right side seroma-late. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: seroma-late: unable to confirm as it is a medical event not related to the device. Observed two devices, both appear to be intact. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right side seroma-late. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ inflammation/irritation: unable to confirm as it is a medical event not related to the device. ¿ seroma-late: unable to confirm as it is a medical event not related to the device additional observations: ¿ deformation observed. ¿ crease fold observed. ¿ wear abrasion observed. Additional, changed, and/or corrected data: d9, h3, h6.